Event description:
Information was received from a consumer (con) regarding patient receiving morphine/fentanyl via implantable pump. The indication for use was for non-malignant pain. The patient reported not getting relief from switching to hydromorphone. The patient services (pss) advised to get the pump checked. No additional information was given. Additional information was received from a consumer (con) reporting that they called back for assistance in finding a healthcare provider (hcp). Patient services (ps) reopened case to send physician listing with larger radius. While on the call, the patient stated that they called before because their pump hasn't worked. They reported that they haven't received any medications or felt anything in about a year and a half. Patient reports that it worked for two months and then stopped. The patient stated that a dye test was recommended and performed and they found out that no medication was going up the catheter. The patient was told that they'd put another catheter to the next one but that they wanted to find a new hcp.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2022. Product type: catheter. Product ID: a820. Product type software section d information references the main component of the system. Other relevant device(s) are: ubd: 17-mar-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a patient indicated that they called a few times before about their therapy not working well. The patient stated the therapy worked for 2 weeks and the health care provider (hcp) made adjustments for 9 months but nothing brought back the pain relief. The patient stated the hcp saw that it wasn't getting where it needed to go and did a catheter dye study which wasn't showing anything. The patient stated the hcp put in a new catheter along the old catheter. The patient stated there was still no relief. The patient then stated they had something scheduled to put in a catheter that was longer/taller. The patient stated the hcp's name.